Manufacturer narrative:
(B)(4). The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records will be requested and reported upon completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 due to a loosening minimally invasive system (mis) locking cap. The device, along with a dorsal percutan rod, was originally implanted on (B)(6) 2015 to treat a fracture at lw2. During the revision, the patient was re-locked at the l3 right level. No additional information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation summary: part received in a minigrip. The etched data match with the complaint data. No manufacturing related visual defects were found. The features pertinent with the complaint conditions were measured and found conforming to specifications. As the exact circumstances during the surgery are unknown, it is likely that a mechanical overloading situation must have led to the occurrence. No manufacturing related issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Manufacturing date: august 05, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the revision surgery, only the locking cap was replaced.